Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured at the end of an infusion on a (B)(4)-old female patient, who was being treated for mucovicidosis. The device was infusing a 200ml solution of colimycine and sodium chloride when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). According to the customer, the device is not available to be returned to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir cannot be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.